Manufacturer narrative:
The mega suturecut needle driver instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a cable broke on a mega suturecut needle driver. A fragment fell into a patient but it is unknown if a fragment was retrieved. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: based on the provided information, the instrument was inspected prior to use and no damage was noted. During the procedure, no fragments fell inside the patient, and the instrument did not collide with any other instruments or hard materials. The instrument was removed with the wrist straightened, and no resistance or damage was observed upon removal. The procedure was completed robotically without any injury to the patient, and no additional surgical procedures were required. There were no post-operative tests performed to check for fragments, as none fell into the patient. The instrument is available for return to isi for evaluation, but no photographic images or video recordings are available for review.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut nd instrument was found to have a frayed grip cable at the idler pulley location. The cable was frayed, but the cable is not fully broken. Some bundles of the frayed cable strands stuck out at the wrist.